Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported that the cannula had not inserted properly at the infusion site, and that his blood glucose was 276 mg/dl. He took a bolus of 0.55 units, however, his blood glucose rose to 301 mg/dl. Customer changed the pod because his blood glucose was rising after a bolus.